Manufacturer narrative:
No product return is expected. Root cause of the customer's experience could not be identified, however the alaris system is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions.

Event description:
The customer reported an IV infiltrate that required hyaluronidase. No further information regarding patient's condition could be obtained.